Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, shaft breakage occurred. The physician was attempting to implant a taxus liberte' 2.25x20mm in an unknown vessel; however, "the proximal part of the catheter broke down". No patient complications were reported, and the procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particulate batch number shows the device met it's material, assembly, and product specifications at the time of it's release to distribution. The root cause of the event is unknown. Product unavailable for analysis.